Manufacturer narrative:
(B)(4). Technical support troubleshot this issue with the customer and recommended the breath delivery unit (bdu) printed circuit board (pcb) be replaced.

Event description:
It was reported that during patient use, the ventilator generated an error which rendered the unit inoperable. The patient was manually ventilated via an ambug bag for approximately 5 minutes and then transferred to an alternate ventilator. The patient was not harmed or injured as a result of the event.